Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the redundant power tray assembly to correct the reported error. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. No additional actions are currently required given that this issue will continue to be tracked per wi 859369 (quality data review meetings).

Event description:
It was reported that error 86 was observed on two occasions when setting up for a clinical procedure, patient under anesthesia. The customer completed two power cycles and breakers off on all carts/consoles which cleared the error. Tse was unable to confirm the error on the system logs. Tse guided one additional power cycle and ensured the internal vision side cart mains cables were seated firmly home and the issue resolved. The customer called back and stated that the issue returned after the power cycled. The procedure was aborted with no reported injury.